Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed two openings assessed as fold flaw opening. ¿ malposition: unable to observe as it is not related to the manufacturing process. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture, baker grade ii. The report of persistent burning pain in the breast area following a car accident with concerns about potential implant rupture has been deemed not device related. Healthcare professional later reported "mild" capsular contracture and implant rotation. The device has been explanted. It has been determined that the events associated with this complaint are minor in severity and this record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported right side "persistent burning pain in the breast area following a car accident on (B)(6) 2025, with concerns about potential implant rupture" and "capsular contracture baker grade ii" via ultrasound. Later healthcare professional reported "exchange from textured to smooth implants due to the patient's concerns with the product, capsular contracture baker grade unknown "mild" and "implant potentially flipped or rotation of implant". Device has been explanted.